Event description:
It was reported patient underwent a metatarsal osteotomy on (B)(6) 2014. During the procedure, the k-wire fractured in the phalanx and the screw head twisted off. The fractured fragments were not removed. There was no delay in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06671 & 06672).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.